Manufacturer narrative:
No product was returned and no radiographs were provided confirming device failure. The issue was discovered via a literature review (evaluation of the effectiveness of expandable cages for reconstruction of the anterior column of the spine) and no additional information could be obtained. The root cause could not be confirmed but it is believed to be the result of patient related factors as it was reported that the surface of the patients l4 end plate was sclerotic and slippery. Conditions that were reported to not have been adequately taken into account in initial preparation and installation of the device. No additional investigation required. "Potential adverse events and complications: as with any major surgical procedures, there are risks involved in orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries. Potential risks identified with the use of this system, which may require additional surgery, include bending, fracture or loosening of implant component(s). Loss of fixation." "Warnings, cautions and precautions: the implantation of spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient. Care should be taken to insure that all components are ideally fixated prior to closure." "Correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant". Device remains in-situ.

Event description:
On (B)(6) 2016 a female patient underwent a triple approach, posterior ¿ lateral ¿ posterior, spinal procedure around the l3 level of the spine. The procedure was completed with no issues. Post-op the control radiograph showed that the implanted cage had slipped anteriorly to the intraoperative fluoroscopy prompting a decision to revise. On (B)(6) 2016 a revision occurred where the patient was reoperated on through the same lombotomic approach. The surface of l4 was drilled, the cage was expanded, and a lateral plate was applied. The patient went on to experience a post op infection which has been documented in medwatch # (B)(4).

Manufacturer narrative:
The complaint was discovered via literature review and no radiographs or ex-planted devices have been provided for evaluation. Review of the reported event and additional information provided suggests the root cause is the result of procedural errors related to insufficient end plate prep, incomplete core expansion and insufficient anterolateral spinal fixation, which can be the consequence of surgical technique but may be the result of a factor of anatomical challenges of the patient. Causes of and contributors to the event type are believed to be known. Labeling review: "...indications for use: the x-core expandable vbr system is intended to be used with supplemental internal spinal fixation systems that are cleared by the FDA for use in the thoracic and lumbar spine..." "...warnings, cautions and precautions: the subject device is intended for use only as indicated. The implantation of spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient. Potential risks identified with the use of this device system, which may require additional surgery, include: device component fracture, loss of fixation, non-union, fracture of the vertebra, neurological injury, and vascular or visceral injury. Correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant. Care should be taken to confirm that all components are ideally fixated prior to closure..." "...methods of use: please refer to the surgical technique for this device..."